Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports that insulin pump malfunctioned. Customer states that insulin pump got hot then shut off without any alerts or alarms. Customer reports to have used duracell batteries, which leaked. Customer then switched to energizer batteries and insulin pump still shut off unexpectedly. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
An unexpected no power alarm occurred during the power up due to a corroded battery tube. The display was blank and there was a reset anomaly due to the corroded battery tube. The operating currents could not be tested due to the battery alarms. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.